Event description:
Physician removing ebi spinal hardware. Ebi rep present. 3 of 4 expandable omega 21 screws broke during removal. Attempts made to remove pieces left in pt were unsuccessful. No harm to pt. Cat scan ordered to confirm.